Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No alarm during testing. However, the insulin pump alarmed unexpected restart after battery change due to connector on interface board voltage leak. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected restart alarm and external ram crc error from the insulin pump. The customer's blood glucose reading was 13.0 mmol/l. The customer stated that yesterday night, the pump asked for a new battery and unexpected restart occurred. The customer stated that immediately after the pump started self-test, the pump alarmed again. The customer uses energizer batteries. The customer stated that she did not do anything strange in the night with the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.